Event description:
On 05/24/2000, the facility's dept of surgery informed the distributor's marketing mgr of following: connecting tube in device bent-device wasn't implanted. No further details were provided.